Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level rose to 15.8 mmol/l (284 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported insulin leaking while wearing the pod. And found that the pod's cannula had dislodged from the infusion site (arm). It was also reported the patient had "mild local swelling without significant redness". As treatment, a new pod was applied.